Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-01342 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2018-01343 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, both clips did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device noted that the clip assembly was jammed onto the bushing. The yoke was separated from the control wire and a kink was noticed in the control wire near the handle and center of the device. Functional evaluation was performed and the control wire was able to be actuated. The clip assembly detached from the bushing in an open position. These failures are likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2018-01342 pertains to the first resolution 360 clip device and manufacturer report# 3005099803-2018-01343 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, both clips did not deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.